Manufacturer narrative:
No rescue data was stored on the AED, so no rescue review could be done. Evaluation of the AED is ongoing.

Event description:
During a rescue, the AED constantly asked us to check electrodes and then it would analyze and advise check for pulse and continue CPR.